Manufacturer narrative:
The insulin pump was received with blank display due to the electronic assembly stack. The insulin pump powered up properly after disconnecting the electronic assembly stack and reconnecting the electronic assembly stack. No moisture or corrosion damage noted on the electronic assembly or motor assembly. The insulin pump has cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported the insulin pump was dropped in the toilet. Customer's blood glucose was 189 mg/dl. The customer reported the display went blank after the moisture exposure. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.